Event description:
Pt had two new drug coated stents. They got released form the hosp the next day. A day later, they re-entered the hosp after experiencing a mild heart attack. They were given another cath and at that time dr told them they had another artery that was 70% closed. Pt believed him. Pt has been back twice since then. No heart attack but pt is to the point they can't walk up stairs without getting chest pressure and out of breath with some jaw discomfort, sweats, back pain etc. Pt has a stress test scheduled. Their 1st heart attack was in november 1998. So this is nothing new for them and they have had lots of time to except and learn what to look for when they get sick.